Manufacturer narrative:
Lot 14066954: (B)(4).

Event description:
On (B)(6) 2016 a patient underwent treatment of a left common iliac aneurysm and abdominal aortic aneurysm with gore excluder aaa and iliac branch endoprostheses. The pre-treatment abdominal aortic aneurysm measurement was 33.7mm. The patient tolerated the procedure. Follow-up images dated (B)(6) 2016, revealed a type ii endoleak with lumbar and inferior mesenteric artery involvement. The abdominal aortic aneurysm measured 35mm and the maximum common iliac diameter on the ibe treatment side measured 35mm. It was reported that six month follow-up imaging dated (B)(6) 2016, revealed a type ii endoleak with lumbar and inferior mesenteric artery involvement. The abdominal aortic aneurysm measured 34mm and the maximum common iliac diameter on the ibe treatment side measured 45mm. There is aneurysm enlargement over 5mm reported and no intervention planned at this time. The patient is being monitored.